Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the left ventricular (lv) lead and there was twitching on the patient's side due to extra cardiac stimulation. After further assessment in clinic, chest x ray confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. There were no adverse consequences to the patient.